Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient who was in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently administered four shocks to the patient. Complainant indicated that the patient subsequently expired. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.